Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch, additional information received indicated that the mitral regurgitation grade was reduced from 3-4 to 1-2 with the implantation of the one clip on (B)(6) 2013. There was no difficulty with visualization during the (B)(6) procedure. In the opinion of the physician, the worsening mr was due to progression of disease and not related to the mitraclip device or procedure. The previously implanted clip was found to be stable and fully attached to both leaflets. Post the (B)(6) 2014 procedure, the patient was stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains implanted on the mitral valve leaflets. The analysis of this complaint will be an assessment of the manufacturing records and information provided by the reporter to abbott vascular. There was no reported device malfunction associated with the clip delivery system. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the case information, the physician had reported that the recurrent mitral regurgitation was due to the progression of the disease and was not related to the mitraclip device or procedure; the previously implanted clip showed no partial leaflet detachment. A review of the device lot history record revealed no non-conformances that would have contributed to the reported event. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This report is being filed as post clip implantation, the mitral regurgitation (mr) worsened and the cause was not specified. The implanted clip cannot be excluded as contributory to the worsened mr. It was reported that a mitraclip procedure was performed on (B)(6) 2013 and one clip was implanted. Due to worsening degenerative mitral regurgitation, another mitraclip procedure was performed on (B)(6) 2014. One clip was implanted reducing the mr grade from 3-4 to 1. The previously implanted clip showed no partial leaflet detachment. No additional information was provided.